Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb had an unspecified damage and could not charge pump battery. Customer's blood glucose was 112 mg/dl. Customer reverted to using an alternate method of insulin therapy.